Manufacturer narrative:
H3: one cadd legacy 1 pump was received in good condition with a scratch screen. There was evidence of the reported issue in the event history log. The motor was activated and the device went into error 1870 and battery depleted. The motor and circuit board caused the issue and will be replaced to resolve the issue.

Event description:
Information was received indicating that during testing, a smiths medical cadd legacy pump exhibited error 1871. No patient was involved in this event. No adverse effects were reported.